Manufacturer narrative:
The subject device was already returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at about 15 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
Olympus was informed that during the total laparoscopic hysterectomy, one subject device was used. Within half an hour from the starting of the procedure, probe damage error (u504) occurred, then the probe of the subject device was broken and fell inside the patient. The user retrieved the fragment. The intended procedure was completed with another tb-0535fcs. There was no patient injury reported. This is the report regarding the breakage of the probe.